Event description:
A customer reported experiencing a leakage of insulin from the cartridge. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.